Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer's retractor band was loose and needed to be tightened. A pacemaker magnet was found on top of the device which was removed by the field service engineer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed repeatedly during a case. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, b5, d1, d4, d5, e1, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-aug-2021 to 25- aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the retractor band cable was loose. A field service engineer tightened the retractor band cable and relocated the pacemaker magnet to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system drawer failed repeatedly during a case. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.